Event description:
On (B)(6) 2013, the pt's caregiver contacted the doctor regarding continued negative drains. The doctor instructed the pt to go to the hospital for evaluation of a suspected peritoneal leak. The pt was hospitalized from (B)(6) 2013 for evaluation during which time a hemodialysis catheter was placed. The pt was switched from peritoneal dialysis to hemodialysis from (B)(6) 2013 to give the pt's peritoneal cavity a rest. On (B)(6) 2013, the pt returned to peritoneal dialysis without further complications.

Manufacturer narrative:
Medical records have been requested and not yet received. A supplemental report wil be submitted upon completion of post market clinical physician assessment and the plant's investigation.